Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both of patient's drg leads had migrated. Surgical intervention took place wherein the left lead was explanted and replaced to address the issue. The right lead was left in place. Effective therapy was established post-op with both leads.